Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: pain: unable to observe as it is a medical event not related to the device. Capsular contracture: unable to observe as it is a medical event not related to the device. Anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Crease folding of implant: observed creases on the device. Gel bleed: no observed gel bleed on the device. Additional observations: red particles observed on the surface of the device. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported left side "constant pain", capsular contracture, baker grade unknown, and "concern with the product." Additionally, healthcare professional reported "crease/folding of implant." Later reported "bilateral hard capsules and bleeding implants". Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: product concern and capsular contracture, baker grade unknown.

Event description:
Patient reported left side "constant pain", capsular contracture, baker grade unknown, and "concern with the product." Healthcare professional reported "crease/folding of implant." Device remains implanted.